Event description:
It was reported that the pump indicated a "disconnect" after the iab was inserted. Then the pump began to experience helium leak alarms. The iab was removed and replaced without any complications.